Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances (>4,000 ohms) was measured. High impedances were measured on all electrodes when the implantable neurostimulator (ins) was interrogated by the hcp. No further patient complications were reported.

Manufacturer narrative:
Information received indicated this event was previously reported under report number 3007566237-2017-03536. Any further information received regarding the event will be sent as a supplemental to that report.